Event description:
It was reported that a spectrum pump under infused cytarabine during chemotherapy administration. The patient is receiving 200 mg of cytarabine diluted in 1000 ml of normal saline at a rate of 41.7 ml/hr. The day 7 infusion bag was initiated at 2019 on [redacted]. On the following day at 1940, the IV pump was replaced due to a significant remaining volume in the bag (approximately 500 ml), despite the previous pump indicating that 90 ml remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.